Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. It was reported that the smartpass feature was off and low amplitude signals were observed. The primary sensing vector was reprogrammed. Subsequently, an additional inappropriate shock was delivered due to t-wave oversensing. It was noted the patient had used narcotics at the time of the subsequent episode. The primary sensing vector was again reprogrammed and monitoring will be continued. No adverse patient effects were reported.